Event description:
The customer reported that an 840 ventilator had an erratic screen. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer was not able to duplicated the alleged malfunction. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).